Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the clear ortho retainer. The device was delivered in march (exact date unknown). The patient experienced blisters around the mouth. The patient used listerine and felt a little better, but the blisters have not dissipated. It is unclear if the patient discontinued the device, but the provider has advised to discontinue the use of the device and advised to see an allergist. With regards to the device: it is unclear how the provider cleaned the device prior to the delivery. It is unclear how the patient cared for and stored the device.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered for case#1109815180 to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no material change, production defect or other product defect was found. Additionally, erkodent reported no further complaints for this material lot. Blisters throughout the mouth may be the result of an allergic reaction, allergy testing is indicated. However, the information is very poor. Lot# 1.5-11481 (erkodur) was manufactured from july 05, 2021 and was assigned an expiration of july 2024. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Supplier erkodent reviewed the incident details and determined no comment was possible. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data. (Health effect - clinical codes, and type of investigation code) corrected data: h4, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code) CAPA: ca-00016 manufacturer reference: comp (B)(4).

Event description:
There are no photos. The device failed as the patient insisted, they had an allergy to the material the retainers were made of. As per the patient, they caused excessive salivation and gastrointestinal disturbance. As far as the provider knows, no corroboration from any physician regarding that assertion existed. The provider has not maintained a relationship with this patient and has no further information to add.